Event description:
On (B)(6) 2023 information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they are having issues with the implant battery not holding a charge and therapy not really helping as it should. Caller stated it takes more than an hour to charge the implant and it doesn't hold a charge for a long time. Caller stated when they stretch their legs they feel tingling; but not all the time and only in the left leg. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the batteries pack and confirmed controller is 80% and implant is 60%. Agent walked caller through setting date and time and attempting to adjust stimulation however it is not known if the increase in intensity is sufficient. Caller mentioned that they recently changed from a to b because a was not enough power. Agent redirect to hcp. On (B)(6) 2024 additional information received from the patient reported that they had to charge for more than an hour and the charge was not holding. The patient noted the programming had been changed and they didn¿t know if it was working or not as they had pain all the time. After the program change the charge was holding. On (B)(6) 2024 additional information was received from the patient (pt). The pt reported the stimulator is not reducing their pain. The rep reprogrammed the device in to "low mode" and changed programming to resolve the charge issue. Steps taken were the hcp asked the rep to change programming, which they did but the pain did not reduce. The pt is planning on getting the implant removed when they get an appointment date. The issue has not yet been resolved as they will remove the implant. Weight was asked, but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: corrected fdd code from a0706 to a0705. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp lot#/serial# unknown,product type accessory product ID 97745 lot#/serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient indicated that no date has been scheduled yet for having the device removed.

Manufacturer narrative:
Correction to regulatory report. Code c50771, added for previously reported verbatim of "when they stretch their legs, they feel tingling". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reports they don't feel anything happening, the stimulator didn't reduce their pain they put the stimulation, but nothing happened. Agent had difficulty understanding the patient and agent tried to obtain pertinent details. When asked for event date pt said the issue started several years ago when they got the ins installed. Pt stated they didn't get the ins in 2020, and they got it in 2019. Agent asked pt if they had a stimulator before. Pt said maybe they change it and they can't remember. Pt clarified the serial number of the ins that they have which is thesame number in the record. Agent reviewed information. Pt already tried to switch to a different group. Pt stated every night they had to charge the ins, they were told that they don't have to charge for 2 to 3 days but if they don't charge the ins, the battery level will fall to 50% and the next night battery will fall to '15%'. Pt was concerned to lose the stimulation. Pt mentioned that their pain was so intense and thinking of removing the implant. Agent redirected pt to their hcp to set up an appointment with manufacturer representative (rep) to further address the issue. Pt was asking why they need to reach out to their hcp. Agent reviewed patient services role.